Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non-sustained right ventricular oversensing episodes due to the oversensing of post-ventricular contractions. No intervention was performed. There were no patient consequences.